Manufacturer narrative:
Concomitant medical products: product ID :neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from a health care professional (hcp) and the patient that reported there was an implantable neurostimulator (ins) in the box icon on the patient programmer (pp). No symptoms were reported. The patient had two rechargeable ins's and it only appeared for one side. Everything was working fine though.